Manufacturer narrative:
The battery and charger were returned to stryker and were sent to intertek and mascot for evaluation. Through visual evaluation it was confirmed that the battery had swollen up and likely caught fire as evidenced by the excessive burnt battery/charger material. Battery analysis: a 3d scan was performed and it was observed that a hole was pierced through the battery cell at the front of the battery and continuing through the different layers of the cell. The hole appears to have been caused by a pointed object when the battery was either already heated or prior to the event. The customer was contacted regarding the hole and they had informed that the battery and charger were moved into a container using forceps, the puncture could have been caused then, however it could not be confirmed. Due to the state of the battery pack being severely burnt, no further analysis of the cells could be performed. Therefore, it was confirmed that the battery failed, however after evaluation further root cause could not be determined. Charger analysis: the charger was evaluated and was unable to duplicate or verify the reported issue. The voltage output was normal even after the event. During inspection it was observed that the constant current function was not functional, however it was determined that even if the constant current function had been inoperable prior to the reported event, it is unlikely to have caused an event such as this. There is no indication that the charger was the root cause of the reported issue.

Event description:
A customer contacted physio-control to report that their battery vented while it was in the battery charger. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio-control to report that their battery vented while it was in the battery charger. There was no patient use associated with the reported event.